Event description:
It was reported that a malfunction alarm occurred there was no adverse impact to the customer¿s blood glucose level. Reportedly, customer continued to use the pump for insulin therapy.